Event description:
During the device evaluation, it was found that the adhesive on the bending section cover of the videoscope was detached. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause is damage of parts due to wear/deterioration/deformation/some kind of physical stress or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.